Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed. This device was replaced and returned to boston scientific for analysis.